Event description:
It was reported that while using one bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed pieces of plastic inside the tube resulting in automation error due to clot. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. Evaluation of the photo indicated foreign material in the tube. Additionally, 100 retained samples were visually inspected, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - particles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed pieces of plastic inside the tube resulting in automation error due to clot. No adverse impact was reported regarding the patient or user.